Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging the lancet holder was damaged on her onetouch lancing device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2014 at 616 pm. The patient manages her diabetes with oral medications and insulin (types/ amounts not specified). It is not known if the patient made changes to her usual dose of medications. About 15 minutes after the start of the alleged issue, the patient claimed she felt symptoms of shaky, really sweaty and really dizzy. The patient took food and/ or drank a beverage as treatment. The patient reportedly did not test with another device. There was no indication of misuse of the subject lancing device. The alleged issue was not resolved at the time of troubleshooting. A replacement lancing device was sent to the patient. This complaint is being reported because the patient claimed she developed symptoms suggestive of a serious injury after not being able to test due to the lancing device issue.